Event description:
A potential product issue has been identified with our primus plus accelerator. In the abundance of caution this issue is being reported. Customer using non-syngo primeview treated 13/7 fractions. Six fractions more than prescribed. The users were not forced to override the prescription and no warnings were delivered to therapist that they were exceeding the prescription. There was an overtreatment of 6 fractions, but only for this prescription. The overall dose was not exceeded. Due to a user error the dose tracking had not been activated in lantis. In this case, there was no mistreatment as the dose could be compensated by re-planning.

Manufacturer narrative:
Preliminary risk assessment indicates - severity: preliminary 3 (critical). There was an overtreatment of 6 fractions, but only for this prescription. The overall dose was not exceeded. Due to a user error the dose tracking had not been activated in lantis. In this case, there was no mistreatment as the dose could be compensated by re-planning. However, in worst case such a user error may potentially cause an overdose that could result in a serious injury of the pt. In case dosimetry parameters are not available, there will be no warning when the prescribed dose has been reached. Probability: c (remote). Reason: there has been no overdose reported. If the user does not activate the dose tracking, overtreatment may occur. There has been a similar incident before also caused by a user error. Using the dose tracking of lantis is optional. There are clinics who do not use the dosimetry of lantis, but have an alternative workflow; e.g. Paper based with signatures instead. No other products are affected.